Event description:
Per complaint form: at the 1 week follow up visit, patient was found to have redness from elbow to wrist along the arterial path with small amount of expressed pus from the radial puncture site. Culture did not grow an organism but was treated with keflex for 7 days, with resolution. Patient required abx therapy.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4).date of manufacture: unknown as lot is unknown. No product was returned; however, a review of complaint history, review of IFU, review of qc, and review of trends was performed during the investigation. An IFU is provided with this device that states the following "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powered non-latex based gloves have been reported with the use of this product". Also, quality control specification states, "verify lubricity and durability are sufficient." Based on customer and the history of similar complaints, shedding of hydrophilic coating from the device during the procedure that remained in tissue at the entry site may have resulted in the described failure mode and risk to patient. Although no conclusive evidence exists to contradict the statements of the event, the complaint is confirmed based on prior similar complaints of sterile inflammatory response. Without a pathology report from the described event, it is difficult to determine with certainty why the failure mode occurred; however, the skin irritation may be a result of device used in conjunction with latex gloves. Furthermore, functional testing of product from several lots returned on similar complaints reveals that the coating may shed when subjected to controlled friction conditions. Additionally, the risk assessment indicated that risk reduction activities were recommended and, therefore, corrective action was previously initiated. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events. The risk-to-benefit analysis was updated and offered the following conclusion: although the reported occurrence rate has increased, the potential severity of the sterile inflammatory response remains moderate. The benefits, including easier sheath insertion and removal, reduced incidence of radial artery spasm and diminished pain, are notable. Consequently, the benefits of the device outweigh the noted risks. We continue to pursue activities to minimize the associated risks.